Event description:
It was reported the pt is experiencing pain at her scs ipg pocket site. It was also reported the scs ipg is relatively shallow and close to the incision site. Subsequently, the physician decided to use an abdominal binder to push in the scs ipg in addition to giving the pt lidoderm patches to apply to the incision site. Furthermore, it was reported if the issue does not resolve with the medical intervention(s), surgical intervention will be taken at a later date to address the issue. F/u identified at this point, the pt does not desire surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.